Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving lioresal (baclofen) with concentration 2000 mcg/ml at a dose rat of 400 mcg/24 hours via an implantable pump. It was reported that patient was found to not be receiving adequate intrathecal baclofen (itb) therapy. It was noted that the device was not providing therapy, and the patient was needing to take oral baclofen to manager symptoms. It was further indicated that there was a potential leak in the catheter, or the connection between the pump segment of catheter and the pump, or the pump was not working properly. A catheter dye test showed the catheter was patent. Despite this, itb therapy was still not adequate. The pump was checked and there were no stalls in the logs. When the pump was refilled, the amount of baclofen found in the reservoir matched the expected reservoir volume from the clinician programmer tablet upon interrogation. There were no issue or error codes in the pump's logs. It was further noted that the pump seemingly was working normal and the issue was with the catheter. Surgical intervention occurred. In surgery, the surgeon mentioned there was clear fluid in the pocket, it was assumed there was a leak in the catheter. The pump segment of catheter was replaced as was the pump. The catheter was aspirated successfully, and a prime bolus delivered. The issue was resolved and the patient was without injury regarding their status as of (B)(6) 2026. There were no known factors that may have led or contributed to the issue. The pump and catheter were in possession of the hospital and were to be returned to the manufacturer.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot: 0223539473, implant date (B)(6) 2022; explant date: (B)(6) 2026, product type: catheter. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (lot: 0223539473); ubd: 2023-dec-14 UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.